Manufacturer narrative:
Product complaint #: (B)(4). Photos and a video received. Upon visual inspection of one video, two photos and a folder with twenty-five photos, the following was observed: the video shows a device on the hands of user and the user is pushing the button to reverse knife. Also, the user uses the manual override door and appears to be stuck. The photo shows a device with a green reload loaded from jaws area and the sled and the knife can be partially advance. The second photo shows a device with a green reload from jaws area with the knife partially advance, the reload partially fired ½ and the knife slot can be seen damaged (risen). Photos in the folder: the photos (1 & 4) show user handling surgical instrument. The photo (2) shows tissue. The photo (3) shows a device with a green reload loaded and the reload can be seen partially fired ½. The photo (5) shows a device with a green reload loaded from jaws area and the sled and the knife can be partially advance. The photos from 6 to 22 and 25 show a device with a green reload from jaws area with the knife partially advance, the reload partially fired ½ and the knife slot can be seen damaged (risen). The photos 23 & 24 shows tissue. Based on the photos reviewed, the event describe is confirmed, however no conclusion or root cause could be determined. Please refer to the device analysis for full analysis details and conclusion.

Manufacturer narrative:
(B)(4). Batch # t5dl0j. Investigation summary: the analysis found that one pse45a device was returned with the closing trigger and anvil in the closed position, and with one ecr45g cartridge loaded in the device. The cartridge reload was received partially fired 2/3 and with the cartridge deck damaged. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. Furthermore, the anvil knife slot was noted to be damaged and the knife was noted to be buckled. No functional test was performed due the condition of the device. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected cartridge. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. A manufacturing record evaluation was performed for the finished device batch number t5dl0j, and no non-conformances were identified. Additional information was requested, and the following was obtained: can you please provide more event details? No. What is the current patient status? Stable. Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? Unk. Please explain.

Event description:
It was reported that the patient's indication was advanced rectal cancer, with chemoradiotherapy before surgery, the rectum was edema and fibrosis. During the endoscopic radical resection of low rectal cancer surgery, could not fire farther after fired 1/3 when severing rectum tissue on the 1st firing. The knife reverse button did not work. The manual override lever could not be pulled down or up. Opened the jaw manually with big force. Removed the device and noted the metal piece of anvil was deformed. The surgery delayed about 2 hours. The patient is stable and in hospital now.